Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A phone call was conducted in order to follow up on a previous call that the customer made for high blood glucose and found that she fall down and went to the emergency room. The customer sated that she was kept for several hours and then released. Initially, the customer called and reported experiencing high blood glucose of 300mg/dl. Troubleshooting was declined multiple times as she thought it may have been insulin issues. No further information was provided.